Event description:
On (B)(6) 2023 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support with assistance in canceling a treatment on the liberty select cycler. The patient needed to go to the emergency room (ER) due to heart problems. Additional information was provided by the patient¿s pd nurse. The nurse stated the patient has a history of unspecified cardiac issues and was experiencing problems related to those cardiac issues. The patient was admitted to the hospital. No further details related to the patient¿s condition were provided. The cardiac issues during dialysis were not related to the treatment or the use of the liberty select cycler, any fresenius drug, or other fresenius product. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: on (B)(6) 2023 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support with assistance in canceling a treatment on the liberty select cycler. The patient needed to go to the emergency room (ER) due to heart problems. Additional information was provided by the patient¿s pd nurse. The nurse stated the patient has a history of unspecified cardiac issues and was experiencing problems related to those cardiac issues. The patient was admitted to the hospital. No further details related to the patient¿s condition were provided. The cardiac issues during dialysis were not related to the treatment or the use of the liberty select cycler, any fresenius drug, or other fresenius product. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On 25/jan/2023 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support with assistance in canceling a treatment on the liberty select cycler. The patient needed to go to the emergency room (ER) due to heart problems. Additional information was provided by the patient¿s pd nurse. The nurse stated the patient has a history of unspecified cardiac issues and was experiencing problems related to those cardiac issues. The patient was admitted to the hospital. No further details related to the patient¿s condition were provided. The cardiac issues during dialysis were not related to the treatment or the use of the liberty select cycler, any fresenius drug, or other fresenius product. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment with reduced dwell times was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and a teach pump test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2023 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support with assistance in canceling a treatment on the liberty select cycler. The patient needed to go to the emergency room (ER) due to heart problems. Additional information was provided by the patient¿s pd nurse. The nurse stated the patient has a history of unspecified cardiac issues and was experiencing problems related to those cardiac issues. The patient was admitted to the hospital. No further details related to the patient¿s condition were provided. The cardiac issues during dialysis were not related to the treatment or the use of the liberty select cycler, any fresenius drug, or other fresenius product. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.